Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a lead fracture, causing noise. It was confirmed under under fluoro that an insulation breach was present at clavicle first rib due to the insertion of the lead. Also other two leads were abandoned at the same procedure. New leads were implanted at the same surgical intervention. No additional adverse patient effects were reported.